Event description:
During testing at the user facility, the pump failed to detect distal occlusion. There were no reports of any patient events while the pump was in clinical use. Though requested no additional information was provided.